Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. It was noted that the patient is a 70-year old male with enterococcus faecalis bacteremia and a reported 1 cm vegetation, identified approximately one month status post 48 mm evoque implantation. Post-implant imaging also demonstrated paravalvular leak (pvl). The patient subsequently underwent evoque explantation due to reported endocarditis on an unknown date. After prosthetic valve removal, the annulus was debrided and a 33 mm tissue valve was implanted. Continuous veno-venous hemofiltration (cvvh) was initiated on postoperative day (pod) 1 for volume removal. The patient was extubated on pod 2. A pericardial window was performed on pod 14 for treatment of cardiac tamponade. The patient was discharged home on pod 27 with return to baseline renal function.